Event description:
The rod from cement gun injector was injected into the left femoral canal before prosthesis inserted. Post op xray showed distal stem perforated posteriorly. Plan to return to surgery in 7-10 days for revision.